Event description:
High atrial impedance/resistance, apparent lead fracture, physician removed lead by force in order to get lead out of header. Returned w/information on lead fracture and explant damage (cut in insulation).